Event description:
Boston scientific received information that during a follow up visit, there was a concern that this device battery was depleting more rapidly than expected. During a previous visit, estimated longevity was 4.5 years. Interrogation revealed one year remaining. In addition, the competitors lead displayed abnormal impedance and threshold measurements. A decision will be made regarding device and lead replacement in the near future. There were no adverse patient effects reported.

Manufacturer narrative:
Two years later, this device was returned without any further allegations against device functionality. Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, this device was exposed to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis concluded this device met specification.